Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Pending completion of repair and patient information. (B)(4).

Event description:
The customer reported that the ventilator went vent inop with pressure sensor failure occurrence. It is unknown if the unit was in use on patient, but the customer reported there was no patient harm.